Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the curved scissor (grasping section) detached from the securing dowel pins but still attached to the insertion section. Additionally, the outer sheath of the insertion section was loose and buckled. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM found the grasping section detached and deformed. It is believed that the detachment may have occurred when the probe was inserted as the handle was closing.

Event description:
Olympus was informed that the securing pin at the distal end had detached during an unspecified procedure. There was no patient injury reported. No additional information was provided.